Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone the dxc 700 au clinical chemistry analyzer. The failure mode was identified as defective sodium (na), potassium (k) and chloride (cl) electrodes. The customer replaced the na, k, and cl electrodes to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The customer performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer questioned sodium (na), chloride (cl), potassium (k) and carbon dioxide (co2) patient results with low anion gaps on their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic. The customer provided verbal example of three (3) patient results.